Event description:
Home patient reports receiving se 2240 alarm in drain 3/6 of treatment on homechoice machine. Pt called baxter technical service center and stated that the patient line of the homechoice set had disconnected from their transfer set while pt was sleeping. Pt reports that the connection was secure at therapy set up. Contrary to instruction by baxter technician, pt reports that pt continued treatment with the same set up. Pt and rn report no injury or medical intervention as a result of incident.